Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, reportedly a cartridge alarm 06 occurred; however, it was reported that the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose level was 260 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.